Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('once cesarean delivery was complete; the gynecologic oncology team took over the procedure') and placenta accreta ('placenta accreta spectrum disorder') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included overweight (bmi #%). Concomitant products included metronidazole. On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion intervention required) and experienced placenta accreta (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and bilateral salpingectomy) and essure was removed on (B)(6) 2021. At the time of the report, the pregnancy with contraceptive device and placenta accreta outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered placenta accreta and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: normal hysterogram with bilateral occlusion of the fallopian tubes by essure micro-inserts.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("35+2 wks of gestation") and placenta accreta ("placenta accreta spectrum disorder") in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective ("device ineffective"). As concurrent condition the report mentioned overweight (bmi 35). The only concomitant product mentioned was metronidazole. Essure was removed on (B)(6) 2021. On an unknown date, the patient had essure inserted. On unknown dates she experienced pregnancy with contraceptive device (seriousness criterion intervention required) and placenta accreta (seriousness criterion medically important). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The caesarean delivery occurred on an unknown date. The reporter considered placenta accreta and pregnancy with contraceptive device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: normal hysterogram with bilateral occlusion of the fallopian tubes by essure micro-inserts. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-aug-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.